Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic-assisted vaginal hysterectomy with right salpingectomy,oophorectomy (unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2013, plaintiff had her left fallopian tube and ovary removed. Patient received treatment for pelvic pain, abdominal pain and general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received events " abdominal pain, general abnormal bleeding" were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("unusual bleeding and clotting") and cyst ("cysts"). The patient was treated with surgery (robotic-assisted vaginal hysterectomy with right salpingectomy,oophorectomy (unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, abdominal pain, menorrhagia and cyst outcome was unknown. The reporter considered abdominal pain, cyst, genital haemorrhage, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2013, plaintiff had her left fallopian tube and ovary removed. Patient received treatment for pelvic pain, abdominal pain and general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received. Events: unusual bleeding and clotting, cysts added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic-assisted vaginal hysterectomy with right salpingectomy, removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2013, plaintiff had her left fallopian tube and ovary removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") and uterine hemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine hemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic-assisted vaginal hysterectomy with right salpingectomy, removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and uterine hemorrhage outcome was unknown. The reporter considered pelvic pain and uterine hemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2013, plaintiff had her left fallopian tube and ovary removed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.